Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Root cause cannot be identified based on the kit autopsy, due to no sample or picture are available for evaluation. However, based on the complaint description, probable root cause could be related to a defective y-site due to supplier manufacturing process. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa25d28020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "per nursing report, upon administering IV-push adriamycin (chemotherapy) via the middle y-site on the tubing, it started to leak out of the distal y-site on the tubing closest to the patient. This resulted in a hazardous medication leak. Replaced the tubing, not sure about the medication. Injury/adverse reaction: no. Active infusion stopped: yes. Drug: adriamycin (chemotherapy). A preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.